Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/split. Pressure integrity testing was performed at 0.5 l/pm with 5 psi, (258 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the damage/split. Reason for the return was confirmed. The unit will be held in brooklyn park. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use/ during testing of ten eopa 3d arterial cannulae, it was reported that 9 out of these 10 devices had leaking issues. The devices were not used. There was no patient involvement, so no adverse effect occurred.